Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer belived that sensor electrode may have broken off in the stomach. Customer was advised that electrode may have retracted but to go to the hospital if reaction is noticed. Sensor would be replaced.